Event description:
It was reported the patient experienced ineffective stimulation and unable to enter MRI mode. Diagnostics indicated both leads had high impedance. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated e1: (B)(6).

Event description:
Additional information received indicates surgery took place wherein both leads were explanted and replaced. During the procedure it was visible that both leads were fractured. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.